Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#unknown) sigphandle, sig power sigphandle handle (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a thorascopic pneumothorax procedure, during the right upper lobe pulmonary resection, the device was fired al the way to the tip. The last confirmation was performed using one push but there was more twitching than usual. The tip moved left and right while firing. An air leak also occurred. The staple line was reinforced using a reinforcement material. The stapler worked normally with the subsequent reloads used.